Event description:
A report was received by baxter that there was a leakage from the tubing. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter received one used set with no cap on spike connector and no cap on patient connector in reference to leak. Functionally hand tightened a (B)(4) lab titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. No other visual defects were noted. The complaint could not be confirmed in the lab.